Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side/vertical misalignment of the grips. There was a 0.050 offset at the tips. The conductor wire was found to be damaged in between the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws would not close. The procedure was completed with no reported injury.